Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure, the lens was damaged, and the surgeon subsequently removed and exchanged the iol for an unknown replacement lens during the initial implantation procedure. The procedure was completed on the same day without any harm to the patient. In the surgeon¿s opinion, the damaged lens contributed to or caused the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).